Event description:
The customer reported that the spectrum pump displays system error 322 alarms. There was no pt injury reported. The pump was on the 5th floor general care area. No further info was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.